Event description:
It was reported that multiple blockers pulled out. The surgeon was reported to the be experienced with the surgical technique of the device. No additional info will be received regarding this event.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the mfg records for this complaint device could not be reviewed. The root cause is unable to be determined.